Manufacturer narrative:
(B)(4). This report of a low drain volume alarm was not confirmed due to a lack of sample. A batch review was not performed due to unknown lot number. Based on the information obtained from baxter's investigation, the root cause of this report was not determined. Baxter has conducted a trend review and found that similar report has been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
The home patient (hp) contacted baxter's technical service center to report a low drain volume alarm that occurred on the home choice (hc) machine during initial drain. The technical service representative (tsr) instructed the hp with troubleshooting. The hp stated there was air in patient line. The tsr advised the hp to end therapy and start over with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon the completion of baxter's quality review.